Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient¿s 1st device got infected and had to be replaced. It was noted it was the device they had prior to (B)(6)2016, and it was noted it might have been the trial device. No further complications were reported/anticipated.

Event description:
Additional information was received from the healthcare provider. It was reported that the device that was removed on (B)(6) 2017 as a result of the infection in the tract and insertion site was a 1st stage temporary electrode. The lead was discarded and a second device was implanted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.